Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 300, an external blood leak was observed from the top of dialyzer where the arterial connection screws into the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two photos were provided for evaluation and were visually inspected. The second picture showed what may have been the presence of blood on the top of the header cap, where the blood port is molded. This appearance is consistent with a leakage event. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.